Manufacturer narrative:
The customer from outside the united states (ous) reports observation of a reactive (positive) atellica im anti-hepatitis b surface antigen 2 (ahbs2) result for one patient sample which was discordant relative to alternate method testing. Siemens healthcare diagnostics has concluded investigation of the event. Siemens evaluated the instrument data and the information provided by the customer. The reagent issues were ruled out based on the review of quality control (qc) and calibration which showed recovery within the acceptable ranges and no issues were reported with other patient samples. The interpretation of results section of the assay instructions for use (IFU) states, "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." Return of the patient sample for further investigation was not possible since the sample volume was insufficient and the customer was not able to do any additional testing for heterophilic or nonspecific antibody interference due to insufficient sample volume. Based on the available information, a specific cause for the discordant results was unable to be determined. A product problem was not identified. The reported issue was resolved by routine troubleshooting. The customer is operational, and no further action is required.

Event description:
The customer reports observation of a reactive (positive) atellica im anti-hepatitis b surface antigen 2 (ahbs2) result for one patient sample which was discordant relative to alternate method testing. The initial reactive result was reported to the physician who questioned the result. For troubleshooting purposes, the same sample was tested on an atellica im analyzer which obtained a similar reactive result. The same sample was then retested using an alternate method which obtained a non-reactive (negative) result. The non-reactive was considered correct. There are no known reports of patient intervention or adverse health consequences due to this event.